Event description:
It was reported that the lead exhibited loss of capture and sensing, and low impedances of 200 ohms in bipolar, and 269 ohms in the unipolar configuration. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.